Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope has a black screen. The reported issue occurred, during reprocessing prior to use for an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation it was observed, that the image disappears during angulation in the up-down direction; due to damage on the charge-coupled device unit and breakage of the image sensor. Additionally, it was observed that the plastic distal end cover was slightly worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged coupled device (ccd) unit was damaged during user handling of the subject device, causing the suggested event. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image olympus will continue to monitor field performance for this device.